Event description:
The pt reported that the cartridge chamber of her infusion device had insulin condensation. The pt dried out the cartridge chamber and changed her cartridge due to having a blood glucose level of 400 mg/dl. The pt's normal blood glucose is around 150 mg/dl. The pt reported symptoms of dry mouth and thirst. The pt was able to administer a 5 unit bolus to reduce her blood glucose. The pt received a follow-up phone call and she stated that she is fine. The pt did not need assistance from a healthcare professional or second party. The product has been requested for return to be evaluated.